Manufacturer narrative:
Device evaluation: the suspect medical device was returned to the manufacturer for investigation.the investigation confirmed that a part of the ceramic insulation at the distal end of the inner sheath is broken off and is missing. This type of damage is typically caused by thermal and/or mechanical overload, possibly as a result of excessive force in combination with wear and tear. It cannot be conclusively determined whether the insulating insert was pre-damaged at some point in the past, whether the damage was caused during the reprocessing cycle preceding the incident, or during the procedure. Therefore, this event/incident was attributed to use error. Furthermore, a material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected lot number of the inner sheath without showing any abnormalities. The case will be closed from olympus side with no further actions but the reported event/incident will be recorded for trending and surveillance purposes. Furthermore, the user will be informed about the investigation results.

Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the patient's outcome and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that during a therapeutic transurethral resection of the prostate (turp) procedure, the ceramic insulation at the distal end of the inner sheath broke off and fell into the patient's bladder. However, no fragment remained inside the patient since it was reportedly surgically retrieved in an intervention procedure. The intended procedure was completed but as a result of the failure, it was delayed by approx. 1 hour.